Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patent had developed a possible allergic reaction to the device. Patient developed swelling near the wound site, but there was no tenderness, pain, fever, or any type of discharge. However, it was mentioned there was a bogginess that could be felt. The pocket was opened and drained - the drainage was sent for cultures and found to be negative. A relocation of the pocket was attempted, but it was abandoned because the patient developed severe breathlessness. Patient then had an echo performed of the subclavian region and physician remarked hypoechoic granulation tissue seen which appears to be a foreign body reaction. The patient is still having intermittent discharge. There is no pain, fever, or tenderness. A second culture sample did not reveal any infection. The swelling is still seen. The physician believes that the issue is due to infection and plans to explant the device, clean the pocket, and re-implant the device. The device remains implanted. No further information is available.